Event description:
Patient reported that, for the past 4-5 days they have noticed condensation (which smells like insulin) inside of the device's insulin cartridge compartment. Additionally, they reported that there appears to be a large droplet inside of the device display. No error messages were generated by the device. Patient indicated that they are unable to determine the source of the insulin leakage, as there is no apparent damage to the insulin cartridge. Patient stated that their blood glucose has been elevated (156 - 178 mg/dl, normally around 130 mg/dl). No treatment was received.